Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown product type lead medtronic, inc. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer¿s device system was explanted to treat infection. Factors noted to have led to the event were the implantable neurostimulator (ins) site, general condition of the consumer. The issue was noted as resolved at the time of the report. The consumer¿s medical history included spinal cord lesion (spinal cord disorder). There were no further complications reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.